Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 25 mg/dl. The customer was treated for low blood glucose with the paramedic. After the troubleshooting was done, customer was advised to speak with healthcare provider regarding the low blood glucose. The customer was advised to call back if issue persists. The customer was also advised to speak to her doctor right away.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.